Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles. The customer reported that the air bubbles were champagne sized. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer stated that they were able to purge all the air bubble out. Leak was found on the o-ring. The reservoir will not be returned for analysis.